Event description:
A plate, implanted in 2001 for an open fracture of the left radius, broke post-operative and was removed four months later. Pt was implanted on both radius and ulna along with allograft and casted. Bones were slow to heal and pt did heavy lifting and used a rowing machine. The radial plate broke and the ulnar plate lost fixation.